Event description:
While using the medtronic minimed 670g pump with guardian sensor, the sensor malfunctions with no warning and sends a signal to shut off the pump due to low blood sugar. My sugars have spiked to over 200 mg/dl and required shots of insulin to correct due to the pump not restarting. This has happened multiple times in, according to medtronic, FDA-approved sensor sites. I am very concerned, as had I not checked my blood sugars to verify, I would not have known that my sugars were in fact climbing to dangerous levels. To me, this is dangerous and unacceptable for a product marketed as a closed loop system in order to manage blood glucose levels.